Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated they ran one patient serum sample for free t4 and received a result of 5.75 ng/dl which was reported. The doctor questioned the result and the same sample was repeated on (B) (6) 2010 with a result of 0.964 ng/dl. The user did not know if the patient received any treatment based on the initial result. The free t4 reagent lot number was 15567403. The field service representative could not find a cause. He checked the sr and sipper probe adjustments, checked the liquid level detection voltages, checked and cleaned the gripper. To verify the analyzer operation, he ran performance tests, calibration, qc and precision testing with results within specifications.